Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a esophagectomy / hiatal hernia procedure, per surgeon: "used stapler during anastomosis "cranked" knob into green zone, red safety flipped then fired, flipped safety down, cranked 2 full turns to loosen and noted unformed staples popping out at the anastomosis site and the esophagogastric anastomosis site was clearly not approximated or stapled together." Another ethicon circular stapler was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55u3a the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.